Manufacturer narrative:
(B)(4) initial report. Device details, the explanted product, post primary and pre-revision x-rays have been requested in order to progress with the investigation.

Event description:
Revision of minihip stem and modular head after 3 years and 1 month due to dislocation.

Manufacturer narrative:
(B)(4). This MDR was originally filed on 30 mar 2016 to an esubmissions test account. Additional information, including device details, post primary and pre revision x-rays and the explants were requested in order to progress with this investigation. However, not all were provided, therefore, there was only very limited information available for the investigation. The explanted devices and device details were not provided, therefore, the relevant device manufacturing records could not be identified or reviewed and the devices could not be examined. Based on this it cannot be determined at this time whether the corin devices caused or contributed to the patient's experience. Corin now considers this case closed, however, should any new information be provided, this case can be re-opened for further investigation.

Event description:
Revision of a minihip stem and a modular head after 3 years and 1 month due to dislocation.